Event description:
It was reported that the insulin pump over-delivered insulin. Customer stated that the insulin pump delivered 10 units of insulin during the night. Customer woke up with a blood glucose of 23 mg/dl. Customer had no idea how the insulin pump delivered the 10 units. Customer treated the low blood glucose with food and increased to 110 mg/dl. The current blood glucose reading is 134 mg/dl. During troubleshooting, advised customer to set the maximum bolus to 5 and to lock the keypad at night while sleeping. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.